Event description:
Philips proactive monitoring system showed that on a brilliance 64 CT system at sacred heart medical center at riverbend annex, three buttons on the right side gantry control panel (left:mmin, left: mmout, and left:unl) were stuck engaged.

Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. (B)(4).